Manufacturer narrative:
Other text: information was received on 3-jan-2022 indicating that there was no patient involvement in this event. Device evaluation: one smiths medical cadd solis vip pump was returned for analysis. During analysis, three accuracy tests were run, the pump was found to be over delivering to the manufacturing specifications. Explore will be replaced to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump was dispensing out of range (volume too high). No patient injury reported.